Event description:
Pt to ambulatory surgery unit on 11/19/96 for left inguinal herniorrhephy. Using screen. On 12/3/96 pt admitted to hosp due to would abscess and returned to or to have wound packing changed. Pt has no medical history and allergic to pcn.